Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. The alleged issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed one unexpected pump reboot. The battery compartment and cap were undamaged and able to fit securely and maintain an electrical connection. The ez-prime steps were performed correctly. There were no power interruption during investigation, the product performed specification. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power circuit.